Event description:
It was reported that during a ptca procedure, the shaft of the liberte' monorail stent delivery system broke. The significantly calcified lesion was located in the proximal ramus artery. Resistance was encountered during advancement and the physician was unable to cross the lesion with the liberte' monorail stent delivery system. Upon removal, an elongation of the delivery device was noted and when the physician touched the catheter, the shaft of the delivery device broke. No pt injuries or complications were reported. Pt status is reported "good."